Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Additionally, the customer had an alternate pump available. There was no adverse impact to the customer¿s blood glucose level.